Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The target lesion was located in the severely calcified, 85% stenosed right coronary artery (rca). The rca was predilated with a 2.50, 3.00 and a 3.50 mm voyager balloon to 14 atms. A 3.50 x 16 mm taxus liberte drug eluting stent was advanced but became stuck and some stent struts lifted. During withdrawal the stent came off the delivery balloon in the iliac artery. The procedure was successfully completed with another 3.50 x 16 mm taxus liberte stent. No pt complications were reported. The pt status was reported as 'satisfactory/good'.